Manufacturer narrative:
The catheter was returned for evaluation. No kinks observed. Pins observed to be in good condition. The catheter failed resistance testing. The catheter failed functional testing. The fep is damaged to the extent that the coil has become exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closurefast catheter to carry out a procedure on the great saphenous vein(gsv). The IFU was followed during preparation, procedure and post-procedure. No guidewire was used for insertion of the catheter. It was reported that the catheter reached proper temperature. The physician reported feeling minimal resistance when withdrawing the catheter after treating 3 segments. The generator displayed a warning ¿device broken¿. The catheter was removed and it was reported that it looked visibly damaged at the proximal end of the heating element. There was visible damage to the coil heating element. Another closurefast catheter was used with the same rfg to complete the procedure. No patient injury was reported.